Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been struggling intermittently with high blood glucose levels (no values provided), since changing pump settings with their healthcare provider. Elevated blood glucose levels were treated by administering correction boluses, and sometimes manual injections. Recommended was made to contact the healthcare provider and discuss settings.